Event description:
It was reported that during the lap. Prostatectomy procedure, instrument broken, tip fell into pt, but they found it. No further info is available. The case was completed with the same like product. No pt consequence.